Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for unknown indications for use. It was reported that the patient has had an increase in spasticity for the last couple of days so the hcp was suspecting a possible pump "malfunction". The pump was interrogated and logs were checked and there were no abnormal logs. The patient is not due for a refill and has ~11.9 ml left in the pump. The patient had been feeling shocking as well as a pulsing sensation near the pump. The patient and their mother also reported hearing a noise coming from the pump which was described as a "motor sound". The patient had been worked up with x-rays, cbc, ua and nothing was found so they were not suspecting that an infection was causing the increase in spasticity.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided by the healthcare provider (hcp). The patient weight was 85 pounds at the time of the event. The patient reported increased spasticity and hearing ¿whining¿ sound from the pump. However, there was no specific issue was ultimately identified. The sound was heard by multiple people. The cause of the pump malfunction/shocking/pulsing sensation/motor sound, and increased spasticity was asked but unknown at this time. The company representative (rep) and tech service (ts)reassured the hcp that the logs were ok, and the problem was not the pump. Furthermore, the rep and the ts reassured that the sound was not coming from the pump. The pump remains implanted until (B)(6) 2028.